Manufacturer narrative:
Bsa 1 m2 the customer¿s experience with an infusion of fluorouracil that was alleged to have been programmed to infuse over 23 hours completed in 21 hours was confirmed. The pcu event log identified the source pump module was selected and programmed to infuse drug ID 189 (fluorouracil). Initially the medication was programmed with a vtbi of 500ml, with an infusion rate of 21.7ml/hr the infusion duration would be approximately 23 hours; however, the vtbi was changed by the user to 460ml which changed the duration to approximately 21 hours. Rate accuracy testing found the device operating in specification. Timed rate accuracy testing using the administration sets provided by the customer found the device operating in specification.the test infusion ran for approximately 2 hours. During the infusion there were no periods of unregulated flow observed. The root cause of the infusion of fluorouracil completed sooner than expected is the result of an infusion programming change which changed the vtbi from 500ml to 460ml. This changed the duration of the infusion to 21 hours.

Event description:
The customer reported that an infusion of fluorouracil was programmed to infuse over 23 hours however it completed in 21 hours while connected to an adult female patient. The facility's device service provider tried to duplicate the event using the same patient settings and tubing type, however was unable to duplicate the over infusion event. There was no harm.

Manufacturer narrative:
Concomitant medical product: (2)8100;8015;pca tubing;(3)pri tubing;8120; therapy date (B)(6) 2019. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an pump infused chemotherapy medication faster than expected. The facility's device service provider tried to duplicate the event using the same patient settings, tubing type and was unable to duplicate the over infusion event. Although requested, there were no further details or information provided and no report of harm.